Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It as reported that the clinician programmer had a 0x0008 low voltage power on reset (por) error message. It was reviewed to the caller that therapy has stopped and the implantable neurostimulator (ins) battery is getting low. The clinician programmer was showing the stimulation was off. Caller did have access to the clinician programmer and it was reviewed to the caller how to clear the por and it was cleared successfully. The ins voltage showing 2.57v today, which is below elective replacement indicator (eri) level. Caller further reported they planned on replacing the ins the day of the call for normal battery depletion. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Updated explant date. If information is provided in the future, a supplemental report will be issued.